Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 107 mg/dl. The customer reported that the no delivery alarm occur during priming. The customer performed fixed prime and the insulin did not exit and insulin pump alarmed no delivery alarm. The customer performed manual prime with empty insulin pump and the insulin pump alarmed no reservoir. The customer pushed insulin through the tubing and the insulin exited. The customer reported that the insulin exited and insulin pump alarmed during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.